Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device issue has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of the distal and proximal cx with one stent in each lesion, for a total of two stents. No procedural complications were reported. In 2009, the pt was rehospitalized and coronary angiography revealed that the xience v stent in the proximal cx had stent edge restenosis which was treated with percutaneous coronary intervention. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis, as listed in the xience v IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Restenosis and hospitalization are listed as no fault post procedure complications. As there was no reported product malfunction, there does not appear to be any indications of a product quality deficiency. It is likely that the hospitalization is a secondary effect of the restenosis. A conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.